Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was seeing "no device found" screen when she attempted to charge. Patient tried multiple different positions and had taken out the batteries and continued to see no device found. Patient reported not feeling stimulation. Additional information was received from the rep. It was reported that the patient had been charging for about 2 hours in passive recharge and still could not get to normal charge screen. The rep reported that the next morning they met with the patient and disable device was successful and they were able to charge successfully. However, the patient was now calling back and stated that they charged to 40% and it would not do anything. Patient stated they had no pain when they got home, started charging and fell asleep for about an hour. The patient woke up and controller showed ins was only at 40% and "finished" but now it would not charge anymore but controller charge was full. Technical services (tss) had patient begin charging normally and controller showed 50% full and ins was at 30%. Controller showed poor recharge quality but then showed excellent and green light was blinking. Tss reviewed that the screen will show "finished" if connection is lost, screen will go dark/asleep but controller was still charging ins as long as the light was blinking. No further complications were reported/anticipated. 2019-sep-06 additional information was received from the rep. It was reported that system was stuck in passive mode. Had to disable and reenable. Patient's weight was unavailable. No further complications were reported.